Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant date: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged two days after implant and exhibited missed beats with pacing spikes. The rv lead was removed, the helix was cleaned of tissue and the rv lead was re-implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.